Manufacturer narrative:
A manufacturing investigation action & investigation summary was conducted/performed. The report indicates that the: 1x scrdrivershaft received worn with a twisted stardrive received. The over all condition can be described as worn indicated by slight scratches on surface. This article 314.116 with lot h313178 was manufactured by us plant monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Based on the present damage twisting of the stardrive tip the complaint we do confirm. We do state that the present damage is a result of wear and tear. Provided DHR-review by monument, the measured diameter and provided visual inspection did not show any manufacturing related deviation. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial hospital telephone not available for reporting. DHR review. Part number: 314.116. Synthes lot number: h313178. Supplier lot number: h313178 . Release to warehouse date: 12 jun 2017. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two screwdriver shafts were used in explant surgery for proximal humerus fracture on (B)(6) 2017. The surgeon explanted the screws using the screwdriver shafts, however, he felt that the tip of the instruments and the screws do not fit together. For this reason he could not explant the screws. The surgeon found that the tip of the divers had been deformed. The deformed area ranged from the tip through grooved sections. The rest screws were explanted using a carbide drill and the surgery was completed successfully with 30 minutes delay. There was no adverse consequence to the patient. The reason for the hardware removal is not known. Concomitant devices reported: screw. This report is for one (1) stardrive screwdriver shaft this is report 2 of 2 for (B)(4).